Manufacturer narrative:
(B)(4)

Event description:
The pt achieved some pain relief but still had been unable to eat and preventing her from losing more weight. Surgical repositioning of the device was performed and the pt recovered without sequelae.